Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device was explanted due to eri status. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.